Event description:
The customer reported that during a 5fu chemotherapy treatment, they noticed a leak from the mp1000-c needle free valve that was connected to a PICC line. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.